Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds into a high range. The physician suspected that the patient did not comply with movement restrictions post-op and the lead microdislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).